Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead was causing tricuspid regurgitation in the patient. The lead was removed and the right ventricular lead port was plugged. No further patient complications have been reported as a result of this event.